Event description:
Caller reported that cartridge leaked insulin. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully changed the cartridge and resumed insulin therapy, and technical support initiated a return merchandise authorization for the cartridge.